Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility worker is stating that the railing screws are loosening and even after they are tightened, fearful of patient falling out.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date.

Event description:
Facility worker is stating that the railing screws are loosening and even after they are tightened, fearful of patient falling out.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Fields were corrected to accurately reflect the device information and initial reporter pertaining to the reported complaint.

Event description:
Facility worker is stating that the railing screws are loosening and even after they are tightened, fearfull of patient falling out.